Manufacturer narrative:
UDI related data quality updates only.

Event description:
The customer reported that during patient use, the autopulse platform (sn (B)(6)) repeatedly stopped compressions and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large), followed by the prompt: "pull up lifeband and press restart". The crew pulled up on the lifeband, repositioned the patient, turned the platform off/on, and replaced the battery to troubleshoot the issue, but the ua07 persisted. Per the customer, the patient was of average size and properly aligned on the platform. The crew stopped using the platform and switched to manual CPR. The customer stated that the reported issue caused CPR pauses. The patient's status information was requested, but the customer did not provide a response. The customer stated the autopulse platform was tested with a manikin upon returning to the station, and the platform appeared to function with no issues.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) repeatedly stopped compressions and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed in the archive data and during functional testing. The root cause of the ua07 was due to failed load cells. The cracked cover and the two failed load cells were likely attributed to mishandling, such as a drop. Visual inspection revealed a damaged front enclosure, unrelated to the reported complaint. Based on the photo provided by the zoll service team, the front enclosure had chipped edges and a vertical crack in one of the screw fittings. This physical damage was likely attributed to user mishandling, such as dropping the device. The front enclosure was replaced to address the issue. Unrelated to the reported complaint, the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The root cause was identified as a sticky driveshaft clutch area. This is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. Deburring the clutch plate did not resolve the issue. The drivetrain motor was replaced to remedy the problem. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around the reported event date, confirming the reported complaint. The initial functional test failed for ua07 while using the large resuscitation testing fixture (lrtf) equivalent to a 250-pound patient, confirming the reported complaint. Load cell characterization test revealed that both load cells failed, with load cell #1 over-reporting and load cell #2 under-reporting. Load cells were replaced to address the problem. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. Another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).